Event description:
It was reported that the pt complained about pain in the right ear when ci switched on. The guardians reported a decline in pt's auditory performance since (B)(6) 2012. Problems of the external devices were excluded. A history of a head trauma is denied by the guardians. Latest testing in situ showed 2 channels in status hi. Pt was re-implanted (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.